Manufacturer narrative:
Since the complaint lot number was unknown, hence the retain sample could not be tested. The part number of the complaint sample provided by customer is 96706, which belongs to 18fr foley catheter, however, the actual complaint sample photographs belongs to foley catheter 14fr, part number is 96704. The complaint sample evaluated at dsl our group company reveals that the catheter might be tear from funnel due to excess force applied during use. Since the lot number is unknown, we do not have enough data to confirm the issue with the product and perform proper investigation. However, checked the current process and inspection, there were no similar type of non-conformities observed during 100% visual inspection and 100% balloon testing, inflation and deflation tests. Complaints data since jan-2019 to oct-2020 were reviewed, and no similar complaints was observed. Based on the above evaluation the complaint is considered as not justified.

Event description:
The customer reported that the foley was placed on (B)(6) 2020, at 19:15, and broke on (B)(6) 2020, at 19:50 during patient repositioning. The catheter silicone material ripped, and had become lacerated when re positioning the patient. There was no patient injury. Pn: 96706. Pn description: dgn slcn cat blue 14 fr-non rad. Supplier lot: 1925300006.